Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after the lens was prepared, it was examined under a microscope and it was found to be missing its haptic tip. Product was applied on the patient. There was no patient impact/harm. Additional information has been requested.